Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient did not get any relief. They switched programs and increased voltage, however, when the voltage was higher the patient had pain in a nerve in her butt. They wanted to go back to the doctor to see if the lead moved secondary to the previously reported fall.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0qnrv, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that the patient had a loss of therapy and was not getting relief at p3. The patient reportedly could change programs but when she removed the antenna paddle form the implant she stopped feeling stimulation. It was noted that the patient fell the day prior to this report. The patient felt stimulation currently but did not always feel stimulation, it depended on her position. The patient was confirmed to be on p4 at 1.7v.